Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the right ventricular lead integrity alert was triggered, and the unexpected delivery of a ventricular tachyarrhythmia therapy. Also, the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the patient received an inappropriate shock and the right ventricular lead had a confirmed fracture with high pacing impedance noted. A revision to cap and replace the lead is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.